Event description:
It was reported that patient experienced epidural hematoma and was hospitalized. As a result, surgical intervention was undertaken wherein the trail leads was explanted to address the issue. It is unknown which lead caused epidural hematoma.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000184312.